Event description:
Patient was undergoing angiographic catherization for bilateral carotid stenosis. Staff noted air bubbles in the pressure tubing. The tubing was changed. The physcian noted a fissure/crack in the hib of the catheter. The catheter was immediately exchanged. The staff nurse attempted to medicate the patient with dermerol for back pain;patient could not answer questions;speec incoherent. After five minutes, the speech was clearing up. Ten minutes after the even, the patient's speech and memory was totally resolved. The procedure was stopped and the patient was returned to his room. All catheters of this lot were pulled from servicedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, hub. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.